Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed incorrect interpretation of signal resulting in inappropriate therapy on their implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Previously reported incorrect, inadequate or imprecise result or readings code in section h6, when it is not relevant to the event. Supplemental correction to remove the code from h6.